Manufacturer narrative:
The pump was returned assembled with the percutaneous lead (lead) severed approximately 2 inches from the pump housing and the remainder of the lead was not returned. The sealed outflow conduit (outflow elbow, sealed outflow graft, and outflow graft bend relief) was returned attached to the pump's outlet port. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was not returned. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of the pump revealed no evidence of depositions or thrombus formations. In addition, no adhered depositions or thrombus formations were observed on the interior of the outflow graft. Examination of the pump bearings, rotor, and blood contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portion of the percutaneous lead did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process and the pump operated as intended. Device thrombus, bleeding, stroke, and neurological dysfunction are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient¿s weight was not provided. Device unique identifier (UDI) - device was manufactured prior to UDI labeling implementation. Approximate age of device - 4 years and 6 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was admitted during the first week of (B)(6) 2015 due to an elevated lactate dehydrogenase (ldh) level that increased from 290 u/l to greater than 900 u/l. An echocardiogram ramp study was reportedly negative and the patient was discharged home after a few days of being on heparin. The patient's inr goal was previously 1.8-2.2 and the patient had been off aspirin due to having a history of gastrointestinal bleeding. The inr goal was increased and the patient was restarted on aspirin. On (B)(6) 2015, the patient was readmitted with chest pressure. The patient's ldh levels had reportedly remained elevated despite the inr value being on target. A repeat ramp study was reported to be positive (specific findings were not provided) and CT angiography showed fibrin deposits in the outflow cannula. The patient opted for medical treatment rather than surgery due to the high risk procedure. The patient was started on heparin and the chest pressure reportedly resolved. The patient was also started on dipyridamole along with the aspirin and was discharged home on (B)(6) 2015. On (B)(6) 2015, the patient was readmitted after experiencing ataxia and was found to have a small parietal bleed presumed to be due to thrombosis. The patient was cleared by the neurology team and subsequently underwent a pump exchange on (B)(6) 2015. It was reported that the thrombosis leading to the narrowing of the outflow cannula on the CT angiogram was external and no thrombus seen inside the outflow cannula. The patient is reportedly doing well post pump exchange with ldh levels down to the 300's u/l. No additional information was provided.